Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they woke up to a high blood glucose level of 406 mg/dl. They treated with insulin pens. Their current blood glucose level was 364 mg/dl. Troubleshooting was performed on the insulin pump and insulin exited without incident. However, it was found that the basal rates were not set up. The bolus wizard settings were also programmed inaccurately. They were referred to their health care professional for the correct settings. The device will not be returned for analysis.